Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had no image. The issue was found during preparation for use. There were no reports of patient harm. The procedure was completed. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus and evaluated. The reported issue (no image) was confirmed. In addition, the following non-reportable phenomenon was identified: faded back cover label. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image phenomenon was caused by a faulty cable. A specific cause for the faulty cable could not be identified. Olympus will continue to monitor the field performance for this device.